Event description:
Per journal article: "a case of strangulated bowel obstruction that developed after laparoscopic inguinal hernia repair." This publication is a single-patient case report describing strangulated bowel obstruction occurring after laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair and discussing the cause, management, and prevention of this postoperative complication. The patient was an (B)(6)-year-old male with a history of atrial fibrillation, benign prostatic hyperplasia, overactive bladder, and bronchial asthma. He underwent tapp repair for a right inguinal hernia. The patient underwent tapp right inguinal hernia repair using 3dmax light mesh, size m. The mesh was fixed using absorbable staples, and the peritoneum was closed with continuous barbed sutures. On 11th postoperative night, patient developed upper abdominal pain, and on the 12th postoperative day, the patient developed abdominal pain and vomiting. CT imaging demonstrated herniation of the small bowel into the preperitoneal space, causing strangulated bowel obstruction. Emergency laparoscopic surgery identified dehiscence of the lateral peritoneal closure, allowing the bowel to prolapse through the defect. The incarcerated bowel showed necrotic changes and approximately 10 cm of small intestine was resected. The implanted mesh was removed, and the peritoneum was re-sutured with 3-0 v-loc sutures, and a drain was placed in the preperitoneal space. The patient recovered uneventfully after surgery and was discharged. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that the patient experienced post operative complications and subsequently underwent explant of the mesh. The information obtained is limited to the content of the article and there is no indication in the article that the adverse events that subsequently lead to the explant of the mesh where caused or contributed by the 3dmax light mesh used to treat the patient. The postoperative adverse events appear to have been caused by the dehiscence of the lateral peritoneal closure. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.